Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06091. It was reported the patient experienced a change in her stimulation after suffering multiple falls recently. A CT was done and showed one lead has migrated. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.